Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and no assembly issues were noted. During functional testing, no alert screen were displayed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tissue pad fell off and the device would not rotate during a lap liver resection. The tissue pad did not fall into the patient. The case was completed with a second same device. No patient consequence. Device will be returned and replaced.